Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382557 and lot number 4002491. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc needle was slow to retract. The following information was provided by the initial reporter: safety malfunction response on (B)(6) 2025 could you please provide a further description of the issue? Slow retraction/ retraction button getting stuck what was the impact to the patient? No harm. Did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? During use can you please provide an exact date of event? Unknown